Event description:
It was reported that the patient felt palpitations and a ¿vibration¿ sensation in their chest. In addition, the patient reported shortness of breath and rapid breathing during the threshold testing. It was noted that the right ventricular (rv) lead exhibited two non-sustained ventricular tachycardia episodes which appeared consistent with t-wave oversensing (twos). It was also noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The cardiac resynchronization therapy defibrillator (crt-d), rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dtma2qq (serial: (B)(6)); product type: 0236-crt-d; implant date (B)(6) 2019 product ID 5076-52 ((B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.